Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit did not function as intended. Engineering observed that there was a gap between the tips of the blades. Based on the condition of the returned unit, it is likely that the scissors were unable to cut due to the gap that was observed between the tips of the blades on the event unit. It is unknown whether the gap was a pre-existing non-conformance or caused by use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: adhesiolyse. Cer 1 of 2: (B)(4). Cer 2 of 2: (B)(4). Het materiaal functioneert niet zoals het moet. Translation ame: device doesn't function as intended. Additional information received from applied medical representative via email on 29oct2020: the procedure was an adhesiolyse. His complaint was that the scissors were not as sharp as normal. On the first scissors, he used monopolar energy. On the second he didn¿t but he had the same impression. Intervention: change of device. Patient status: oké.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Cer 1 of 2: 2020-002474; cer 2 of 2: 2020-002475. Procedure performed: adhesiolyse. Het material functioneert niet zoals het moet. Translation ame: device doesn't function as intended. Additional information received from applied medical representative via email on 29oct2020: the procedure was an adhesiolyse. His complaint was that the scissors were not as sharp as normal. On the first scissors, he used monopolar energy. On the second he didn't but he had the same impression. Intervention: unknown. Patient status: ok.